Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation had melted, and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged. The physician was unsuccessful at repositioning. The lead was explanted. No patient complications have been reported as a result of this event.